Event description:
A patient underwent revision surgery to remove an aspida plate and screws which were no longer properly anchored to the patients lumbar spine. Post-op films/ x-rays revealed the patents bone had moved anterior pushing up the plate. The screws in the l5 vertebra remained properly seated while the screws in the l4 had lifted out of the vertebral body. The aspida anterior lumbar plating system was originally implanted on (B)(6) 2011. No irregularities were reported at that time.

Manufacturer narrative:
An evaluation is not possible at this time. The suspect devices identifying part and lot numbers have not been provided. Correspondence with the rep indicated the products in question are currently in transit. Upon receipt of additional information and/or the devices in question a follow-up submission will be supplied. The alphatec spine anterior lumbar plating system is intended for use as an anteriorly placed supplemental fixation device via the lateral or anterolateral surgical approach above the bifurcation of the great vessel or via the anterior surgical approach, below the bifurcation of the great vessels. The device is intended as a temporary fixation device until fusion is achieved. The alphatec spine anterior lumbar plating system is intended for anterior lumbar spine (li -si1) fixation.

Manufacturer narrative:
An evaluation of the suspect devices found no manufacturing, processing or design related irregularities. All the products were confirmed to be properly manufactured in accordance with the device master records. The root cause is believed to be a failure of the screw/bone interface. The means by which this occurred however, can not be specifically pin pointed due the availability of x-rays and lack of information pertaining to the post operative events of the patient reported to the surgeon. Root cause of the interface (screw/bone) failure is not determined, however no product-related cause was identified which would contribute to the malfunction. Possible (unconfirmed) causes include surgical technique, patient bone condition/health, or post-procedure patient activities.